Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent revision surgery to explore a fusion mass from a previous surgery, remove previous implanted hardware and revise the patient¿s previous fusion site using rhbmp-2/acs to fuse more than one level of the patient¿s spine. Reportedly, ten months post-op, an x-ray revealed severe intervertebral disc space narrowing at the level of surgical site. The patient has continued to experience severe and unrelenting back pain that radiates into her lower extremities. She also experienced weakness and numbness in her legs and feet requiring the use of a zero-gravity chair.

Event description:
It was reported that the patient underwent anterior lumbar interbody fusion surgery from vertebrae l4-s1 using rhbmp-2 to fuse more than one level of the patient's spine. The patient¿s post-operative period has been marked by increasingly severe lower back pain and neuropathy with resultant numbness in both feet. One year post-op the patient underwent a revision surgery to explore the fusion mass, remove the hardware, and revise her previous surgical site. Reportedly, one year 10 months post-op, an x-ray reveals severe intervertebral disc space narrowing at the level of surgical site. The patient has continued to experience severe and unrelenting back pain that radiates into her lower extremities. She also experienced weakness and numbness in her legs and feet requiring the use of a zero-gravity chair.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2005, patient underwent following procedure: anterior l4-5 and l5-s1 discectomy, decompression, as well as an anterior l4-5 and l5-s1 lumbar in interbody fusion with the placement of interbody machined allograft cage device at l4-5 and l5-s1, with the use of rhbmp-2, allograft as well as the use of anterior plate fixation; for a pre-op diagnosis of: 1. Degenerative disk disease, 2. Spondylolisthesis, 3. Spinal stenosis, 4. Scoliosis, 5. Status post prior lumbar thoracic fusion. Per-op notes: the l4-5 and l5-s1 midline of the disk spaces was identified. An annulotomy was performed with an 11 blade long-handled knife to incise both annulus at 4-5 and 5-1 in a box-type fashion. All disk material was removed with pituitary rongeurs, curets down to bleeding cancellous bony endplates. The disk was removed back to and including the posterior annulus to decompress any fragments that might have displaced posteriorly. Once the interbody allograft cage devices of the appropriate size were opened, rhbmp-2 was prepared. Collagen sponge were packed into the center of the allograft cages and these were impacted into the l4-5 and l5-s1 interspaces, recessing them behind the anterior margins of the vertebral bodies. This was checked on ap and lateral fluoro and found to be in the appropriate position. An anterior plate was then placed between l5 to s1 across the disk space and two screws 22 mm in length were then placed through the plate, into the body of s1, and two screws into the body of l5. These were then tightened and torqued into position. This was found to not be prominent and not to be in proximity of the great vessels. No complications were reported. On (B)(6) 2006, patient underwent surgery for l2-s1 decompression and posterior fusion revision.